Event description:
As reported from germany by our edwards lifesciences affiliate, a 26mm sapien 3 ultra valve was to be implanted in the aortic position via transaxillary approach. As the delivery system and valve were advanced through the 14fr esheath+, the valve became stuck in the expandable portion of the sheath. Under fluoroscopy a valve strut was seen protruding from the expandable part of the sheath. The system was withdrawn as a unit. A second set of devices was prepared and a 26mm sapien 3 ultra valve was implanted with good result and without vascular complication.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Evaluation of the returned device confirmed the expandable portion of the 14fr esheath+ was not punctured. It was observed that the sheath liner was torn 0.5cm in length. The information available for this event does not suggest this malfunction caused or contributed to a serious injury or death. Therefore, this event is no longer considered FDA reportable.